Event description:
It was reported when using the bd vacutainer® serum blood collection tubes found additive appears to be rundown during testing. No patient and/or user were impacted. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that they had found additive rundown in one retain sample during testing.

Manufacturer narrative:
H.6. Investigation summary: material #: 367812, lot/batch #: 2181513. Bd had not received samples or photos for evaluation. Therefore, 30 retention samples from bd inventory were evaluated by visual examination and the issue relating to additive anomaly was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive anomaly. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes found additive appears to be rundown during testing. No patient and/or user were impacted. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that they had found additive rundown in one retain sample during testing.